Event description:
In preparation for IV delivery, pump was turned on and produced a white screen with an error message of nvram access error. Another pump was obtained and IV delivery started successfully. No patient information was provided by reporting department.======================manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation duplicated the complaint "nv ram access error: white screen and audible alarm" during testing. The device failed power on self test with white screen software error and secondary alarm. The root cause was due to corrupted software. Also, the device was received with broken bellows on pole clamp. Manufacturer replaced pole clamp bellows and re-downloaded the software.